Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked after the pump detached while the user was changing clothes and struck a surface, resulting in difficulty accepting inputs and requiring multiple swipes, and a replacement and new clip were arranged; the issue involved a fractured component of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.